Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found. And there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-260 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-260 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope could not supply water even after they replaced the water supply button. The issue was found during preparation for use. The device was returned and during the device evaluation the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed and attributed to the reportable malfunction of foreign material in the nozzle. Additionally, the evaluation found the following non-reportable malfunction(s): due to wear of angle wire, bending angle in up direction did not meet the standard value; adhesive on bending section cover had a crack and a white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; scratches on universal cord, connecting tube, and protector of universal cord on suction connector side had a scratch; adhesive around objective lens and light guide lens were peeled; control unit had discoloration; suction connector had corrosion. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer indicated the foreign material could be patient residue or brush material. During pre-cleaning: precleaning was not delayed or skipped. The air/water (a/w) nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. The a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. The a/w nozzle channel was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.